Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced extremely blurred vision and noticed only subtle improvements. The patient consulted the doctor and the doctor recommended a degree of near, far and axis. The patient can see at a distance of 1.5m and from there the vision gets shaded. The patient does not have clear near vision and he could not read shampoo label or cell phone. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The root cause cannot be determined for the reported complaint of ¿blurry vision¿. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Per the instructions for use (IFU): the company lens is indicated for primary implantation for the visual correction of aphakia in adult patients with < 1.00 d of preoperative corneal astigmatism, in whom a cataractous lens has been removed by extracapsular cataract extraction. The lens mitigates the effects of presbyopia by providing an extended depth of focus. Compared to an aspheric monofocal lens, the lens provides improved intermediate and near visual acuity, while maintaining comparable distance visual acuity. Accurate biometry is essential for successful visual outcomes. Information was provided from the consumer in the initial report description that the doctor promised he would not need to wear glasses. Currently patient reports extremely blurred vision, has noticed subtle improvements. Consumer has been to the doctor, and the doctor recommended a degree of near, far and axis. He can see at a distance of 1.5m and from there it starts to get shaded. Up close he has no clear vision (example: he can't read shampoo label or cell phone. A second post op follow up with the surgeon is planned in two months. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).